Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6: code 22 - the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device. The IFU states that adverse events that may occur and/or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the physician attempted to deploy a contralateral leg endoprosthesis, the right internal iliac artery was unintentionally covered by the endoprosthesis. The physician attempted to push up the endoprosthesis using the balloon, but it was not successful. The physician decided to monitor it.